Manufacturer narrative:
.

Event description:
It was reported that there was a loss of therapeutic effect; this occurred following a surgical procedure approximately three weeks ago. Surgery was performed because the patient experienced a fall; the patient had 'blood in head'. A follow-up report will be sent if additional information becomes available.